Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 40 mm long, with a 26.5 mm diameter proximally and a 27.6 mm diameter distally. Iliacs were severely calcified and severely tortuous. Femoral vessels were 8.3-8.4 mm in diameter. It was reported that due to the severe vessel morphology, there was some difficulty advancing the endurant bifurcated device, and there was some minor crimping/kinking of the graft cover. After dilatation with another company's sheath, the crimped device was re-inserted and deployed without issues via the right side. Recapturing the spindle/tip was uneventful; however, the spindle got caught on the last stent ring of the ipsilateral side at a sharp up-turn in the iliac vessel. A bailout procedure was performed, whereby the handle was disassembled down to the hypotube. A 22fr. Sheath was in the vessel the whole time. Another 5 fr. Sheath and 0.041" wire were inserted, followed by another company's balloon, which freed the caught spindle from the stent ring. The endurant delivery system was removed from the pt. The final angiogram showed no endoleaks but did reveal a right iliac dissection. It is unk when or what device caused the dissection. No further intervention was performed, as the ipsilateral limb was already covering the injured area. No additional clinical sequelae were reported and the pt is fine. (Ref MFR# 2953200-2011-00548).

Manufacturer narrative:
(B)(4). Evaluation: results: (removal difficulties), (iliacs were severely calcified and severely tortuous.) Conclusions: (iliacs were severely calcified and severely tortuous).